Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 3.50x28mm promus element ¿ drug-eluting stent, it was noted that the stent struts were broken, that even passing through the y-connector was not possible. No patient complications were reported and the patient's status was stable.